Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. A review of the manufacturing documentation associated with this lot# f2016001 presented no issues during the manufacturing process that can be related to the reported complaint. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was swollen before the unknown sheath insertion. The shaft surrounding the sealant was slightly peeled off. There was no reported patient injury. The device will be returned for analysis.

Manufacturer narrative:
As reported, the sealant of a 6f/7f mynx control vascular closure device (vcd) was swollen before the unknown sheath was inserted. The shaft surrounding the sealant was slightly peeled off. There was no reported patient injury. The procedure used a retrograde approach. The deployer was mynx certified. A 6f non-cordis sheath was used. The vessel type was the femoral artery. Hemostasis was achieved by using another mynx control. The patient was not hospitalized, and the patient's hospitalization was not extended as a result of the event. The patient recovered after the event. The sealant was prematurely exposed/deployed during prep. Damages were noted to the sealant sleeves and appeared to be slightly peeled off. The device was removed from the package as per instructions for use. The product was returned for analysis. A non-sterile mynx control vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, button #1 and button #2 were not depressed, the sealant remained in the manufacturing position, and the sealant outer sleeve assembly was observed to have been kinked/damaged as received. The syringe and procedural sheath were not returned with the device. Per microscopic analysis, the sealant outer sleeve assembly was kinked/damaged, and the sealant was also observed damaged and exposed to blood as received. A product history record (phr) review of lot f2016001 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿deployment difficulty-premature/during prep¿ & ¿mynx control sealant sleeves damaged-during prep¿ were confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected by the sealant outer sleeve assembly from being exposed prematurely. If the outer sleeve is damaged/shredded during the device insertion into sheath, that could cause the sealant exposed prematurely and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Handling factors may have contributed to the reported events. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.